Event description:
On (B)(4) 2013, cormatrix cardiovascular received details of an event involving a cormatrix ecm for cardiac tissue repair device and reported early aortic arch stenosis. On (B)(6) 2013, the physician provided additional information indicting an intervention occurred for redo arch reconstruction. Details of the event are provided below. On (B)(6) 2013, the physician used the cormatrix ecm for cardiac tissue repair on a neonate patient as a small patch for aortic arch reconstruction. The cormatrix ecm for cardiac tissue repair was hydrated in saline solution for approximately 5 minutes, and following hydration was trimmed to size. The patient originally had 2-3mm arterial lumen, which was augmented to 5-6mm with the ecm patch. The physician reported that following the surgery, narrowing was seen primarily in the periductal area. The physician reported the patient developed recoarctation/recurrent arch obstruction, and on (B)(6) 2013, the patient underwent second "redo" arch reconstruction. Some inflammation and thickening of the patched area was observed. The reoperation recovery period was complicated by recurrent laryngeal nerve injury and sternal dehiscence, but the patient is otherwise doing fine following the reoperation. The cause of the early aortic arch stenosis is unknown.